Event description:
Information was received from a patient whose pump was implanted for non-malignant pain and failed back syndrome - other. The pump was removed in (B)(6) 2010 due to an infection that set in. The pump was never replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.